Manufacturer narrative:
H3 other text : device is pending the outcome of the ongoing investigation.

Event description:
The manufacturer received information alleging a trilogy ev 300 has an air leak sound when the oxygen cylinder valve is open. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, it was determined that the oxygen blending module (obm) has an air leak. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.